Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failureadditional text: as per the event log, the lvad had stopped for an unknown period of time before the patient was switspecific component(s) involved: external controller malfunctionadditional text: controller had multiple alarm lights and the display module showed "no flow" and "no power" alternatother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type: